Event description:
It was reported that the package containing this sterile product was not sealed and thus, the sterility of the product was compromised. There was no pt involvement, injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: to date, the product and packaging have not been received for evaluation. A follow-up report will be filed once an investigation has been completed.